Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced repeated insulin delivery occlusion alarms with the ilet, along with instances where the cartridge became loose overnight; the user described elevated blood glucose during these events and noted a skin reaction at infusion sites prior to switching to a different infusion set, after which the issue resolved. Symptoms included hyperglycemia with large ketones and a localized red, raised skin irritation at the infusion site. Outcomes included self-management at home without third-party or medical assistance, use of inhaled insulin to reduce blood glucose, temporary discontinuation of the ilet, and successful resumed use with contact detach sets. Investigation included complaint handling, user interview, and troubleshooting and education. Investigation of this case revealed that the occlusions were associated with the prior infusion sets and that changing to a different infusion set type resolved the issue. It was concluded that insulin flow was impeded due to infusion set-related factors, leading to hyperglycemia and ketones, and that the device functioned as expected when used with an alternate infusion set.